Event description:
A bipap a40 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating failure of the outlet pressure sensor. The device has been rendered inoperable and disposed of. No repairs were performed. The device will be scrapped per the customer's request.